Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a button alarm occurred. Reportedly, the customer could not recall the events surrounding the alarm but did not acknowledge that an item was pressing on the button when the alarm occurred. Customer's blood glucose was 110 mg/dl.